Manufacturer narrative:
Received one (1) video of a primary plum set. It was observed in the video that there was a leak at the clave y-site while in use. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm generated a leak during patient use. The reporter stated, the set had a quality defect, evidenced by the return of the infusion mixture liquid through the device connector, which, as per the report, indicates a possible leak or malfunction in the fluid administration system. The event occurred in the operation room. There was no harm or delay in the therapy reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.